Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure that the system was not able to complete self testing. The system would not power down and errors 41071, 319, and 32097 were on the screen. The intuitive tech support engineer (tse) had the customer flip the breakers to power the system down, and perform a hard power cycle of the system components. The customer also checked the power switches on the back of the vision side cart (vsc) and press in the power cords at the power strip and components. The customer powered the system back up, but the errors remained. The customer also reseated the blue fiber cables, but the issue did not clear. The procedure was aborted, with no reports of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the intuitive surgical, inc. Core to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.